Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction foreign material on the air/water cylinder and tube could not be established. The corrosion on the lens was due to component failure over time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service repair center identified foreign material on the air/water cylinder and tube, as well as corrosion on the light guide lens. There was no patient involvement.